Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl100r - cholangiography clamp 5mm 330mm. The instrument was occluded (cannot flush). This was identified in sterile processing or during routine maintenance hospital staff was concerned that this could lead to patient infection since the device cannot be properly brushed through or flushed out. There was no described patient harm. The device will be returned for evaluation. The adverse event / malfunction is filed under aag reference (B)(4).